Manufacturer narrative:
Results: the benchmark was kinked approximately 89.0 cm from the hub. Conclusions: evaluation of the returned benchmark confirmed that the catheter was kinked. If the benchmark is forcefully advanced against resistance or mishandled during use, damage such as a kink may occur. The kink in the benchmark likely contributed to the reported resistance. During the functional test, resistance was encountered at the kink while attempting to advance a demonstration lantern through the returned benchmark and the lantern could not be advanced any further. The other devices associated with the complaint were not returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the right internal carotid artery (ica) using a benchmark 6f 071 delivery catheter (benchmark). During the procedure, while advancing a 5f select catheter through the benchmark using radial access, the physician noted that the benchmark was not tracking well. Next, while attempting to advance a non-penumbra microcatheter through the benchmark and a perform a run, the physician experienced resistance; therefore, the benchmark and microcatheter were removed. Upon removal, a kink was noticed approximately 10 centimeters from the distal end of the benchmark. The procedure was completed using other catheters. There was no report of an adverse effect to the patient.